Event description:
It was reported that during a hip arthroscopy the tip of the device broke off when the probe was retracted. The broken off part was retrieved from the patient. The surgical technique had to be switched to an open procedure. The surgery was finished successfully and the device was not needed anymore. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.